Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b, biv ipg implanted: (B)(6) 2008.

Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lead programming was adjusted and the lv lead remains in use. No patient complications have been reported as a result of this event.